Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion(r) insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328512, batch no: 0027372. Consumer called back and provided lot # 0027372. Stated the syringe she is using is the 8mm, 31g, 3/10 ml syringe. Consumer reported that the needle hub separated and stayed inside of the shield. Also stated that the needle shield was difficult to remove. Consumer did not have lot or product # with her, she said she will call back tomorrow with the information.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0027372 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint.

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328512, batch no: 0027372. Consumer called back and provided lot # 0027372. Stated the syringe she is using is the 8mm, 31g, 3/10 ml syringe. Consumer reported that the needle hub separated and stayed inside of the shield. Also stated that the needle shield was difficult to remove. Consumer did not have lot or product # with her, she said she will call back tomorrow with the information.